Event description:
The manufacturer's representative reported that pt presented for a normal scheduled refill complaining of only an increase in pain. The pump was interrogated and revealed "the calculations were off." An incorrect concentration had been programmed into the pump. The pump was reprogrammed for correct concentration. The pt is reported to be okay.